Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during predilatation of the voyager balloon in the saphenous vein graft to the left circumflex lesion, the balloon ruptured at 15 atmospheres. The balloon was hitting an old stent in the calcified native circumflex near the takeoff. There was no debris left in the pt. There were no adverse pt effects. It is unk what was used to complete the procedure. Though requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned balloon catheter found the balloon was loosely folded and filled with contrast. There was contrast in the inflation lumen and in the balloon. The balloon was loosely folded and filled with contrast. There were bends in the hypotube distal to the strain relief tubing. There was no other damage noted to the balloon catheter. The inflation device used during the procedure was not returned. A new indeflator filled with water was used to pressurize the balloon to 18 atm rated burst pressure (rbp) and the balloon held pressure with no leaks or rupture noted. In this case, the reported rupture could not be confirmed. It is possible that there may have been a faulty inflation device used during the procedure that may have appeared to have been pressure lost or balloon rupture and subsequently led to the reported balloon rupture. The inflation device used in the procedure was not returned to abbott vascular for analysis and may have assisted in the eval. The noted hypotube bend was not reported and most likely resulted from handling of the product post-procedure. A review of the finished product lot history records did not reveal any nonconforming material records and no other incidents have been reported for this lot. In this case, the reported balloon rupture could not be confirmed and there are no indications of a product quality deficiency.